Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose level was 54 mg/dl and 70 mg/dl. The blood glucose level was 97 mg/dl. Customer also stated that he insulin pump had a low battery. Troubleshooting was decline for low blood glucose. The product will return for the analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm noted. Pump communicated properly to blood glucose meter. No blood glucose meter anomaly noted. Pump had cracked reservoir tube lip and minor scratched display window.